Event description:
It was reported to baxter that a reservoir of a basal/bolus infusor had ruptured during the filling of the device with saline. It was not reported if patient injury or medical intervention was required. No additional information is available.

Manufacturer narrative:
Device evaluation: the device was evaluated by a baxter technician. The reported condition of "reservoir ruptured" was confirmed through visual examination. The issue is currently being investigated under CAPA.